Event description:
Initial reporter indicated that during surgery to replace a generator for end of battery life it was noted the patient had high lead impedance. This was discovered after the generator was removed and the new generator implanted. No lead fracture was visualized in the or. The lead was replaced, and the removed lead was discarded. No preoperative x-rays were taken. The patient was not being followed by a neurologist, so no further details are available about the reported event. Device malfunction is suspected against the lead.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.